Event description:
It was reported that the programmer was working slowly due to a difficulty with the stylus. Due to the stylus issues a normal programming session can be lengthened. Clinical software was not running at the time since it was being used on routine follow-ups for the rest of the patients out of the mass2 (micra accelerometer sensor study 2) study. The programmer is still in use. No patient complications have been reported as a result of this event.